Event description:
It was reported that the patient implanted with this pacemaker, and another manufacturer's leads, presented to the emergency room (ER) after experiencing a syncopal episode and falling. The physician was concerned about possible right ventricular (rv) lead loss of capture (loc), and a different paced morphology observed on the presenting electrogram (egm). It was noted that the patient was pacer dependent and using a holter monitor. Review of device settings at the time of the syncopal episode showed rv auto-capture was on, indicating that back-up pacing was available in the event of intermittent loc. Rv output was reprogrammed to fixed 3v and rv threshold testing revealed a measurement of 1.4v, however the change in morphology was still visible. The field representative denied any loc. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker, and another manufacturer's leads, presented to the emergency room (ER) after experiencing a syncopal episode and falling. The physician was concerned about possible right ventricular (rv) lead loss of capture (loc), and a different paced morphology observed on the presenting electrogram (egm). It was noted that the patient was pacer dependent and using a holter monitor. Review of device settings at the time of the syncopal episode showed rv auto-capture was on, indicating that back-up pacing was available in the event of intermittent loc. Rv output was reprogrammed to fixed 3v and rv threshold testing revealed a measurement of 1.4v, however the change in morphology was still visible. The field representative denied any loc. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service and will continue to be monitored. No additional adverse patient effects were reported.